Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a separation between the dark blue female connector and the light blue body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark connector of the minicap transfer set separated from the main body (light blue). Further described as the dark blue connector of the transfer set ¿unscrew and there was no solid connection¿. The set was replaced. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.